Manufacturer narrative:
Analysis of the implantable neurostimulator (B)(4) found insignificant anomalies and the ins was functionally okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was not feeling stimulation. The patient programmer showed that stimulation was on and the patient was standing. The patient did not have the ability to change amplitude, groups, or programs. The patient has adaptive stimulation turned on, and stated she tried to increase stimulation and felt nothing. The patient confirmed seeing the group adjust bar when increasing versus seeing a voltage. The patient stated the issue began immediately after she passed through airport security. The patient turned stimulation off and did a manual wand search. When the patient went to turn stimulation back on, she noticed the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that about one month ago she went through an airport scanner with stimulation turned off. When the patient tried to turn it back on she had a lack of stimulation and was unable to feel paresthesia. Impedances were found to all be over 10000 and a lead revision was being scheduled. Surgical intervention was planned but had not yet been scheduled. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that an explant of the system was performed on (B)(6) 2018. The patient was implanted with a new system on the same date.